Event description:
Device 1 of 3, reference MFR report: 1627487-2013-05301, reference MFR report: 1627487-2013-05302. It was reported invalid contacts are found on both of the patient's leads. It was also reported, the patient has been recharging the ipg more frequently than normal. The patient will undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.